Event description:
It was reported that a cartridge did not fit onto the pump. Reportedly, there was an o-ring on the pneumatic tap. Additionally, the cartridge o-ring was not in place. Customer removed the o-ring from the pneumatic tap and discarded the cartridge. Customer successfully loaded a new cartridge and resumed insulin. There was no adverse impact to the customer's blood glucose level.